Event description:
Additional information received from the consumer's family reported that there was device concern and the battery was depleted. The battery was replaced by health care provider, patient was receiving therapy and was doing well at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).

Event description:
A consumer's family reported that the patient was hospitalized for exhaustion and he was not eating any more. They thought his implants were depleted. It was indicated that the change in symptoms/ therapy was considered sudden. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient was parkinson tremor